Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump continuously beep every fifteen minutes. The customer¿s blood glucose was 120 mg/dl at the time of incident. Customer reported that they performed self test and audio test and both test passed. Customer reported that after some time the insulin pump had same issue, the insulin pump beep every fifteen minutes. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in device history files. (B)(4).